Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
T was reported that the customer programmed an extended bolus and bolus duration appeared to continue beyond the programmed time frame. Customer indicated that blood glucose (bg) level was 224 mg/dl. A correction bolus was delivered, lowering bg level to 130 mg/dl. During troubleshooting with tandem technical support, customer understood that the requested bolus was not continuing and the pump had delivered the accurate dosage.